Manufacturer narrative:
Product analysis: analysis was able to confirm there was a deviation between the stylus and the cursor on the display screen. The touchscreen connector was cleaned, reseated, and the stylus was calibrated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not working. The programmer was returned for service. No patient complications have been reported as a result of this event.